Event description:
It was reported that there was a malfunction resulting in prolonged insufficient oxygen concentration or fresh gas flow. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o2 flush switch was replaced to resolve the issue. Block a: no patient information to date after calls to customer 08/09/23 and 08/10/23. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.